Event description:
It was reported post coronary heart catheterization, a 6f angio-seal vip was used to close the arteriotomy. Three days later the patient experienced a cold and painful right leg. Allegedly, the examination revealed that the angio-seal had caused embolization of the vessel. The physician removed the embolization with the use of the silverhawk cutting device. The patient was reported to be in good condition and recovering.

Manufacturer narrative:
No product was returned for examination. Review of the device history record confirmed this lot met manufacturing requirements. Based on the information received, the cause for the reported event could not be conclusively determined. The angio seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.